Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation of the iol into the eye the surgeon observed a fine fibre adhered to the posterior surface of the iol. Three fine strands were detected, two of which were completely adhered to the iol and could not be removed with musual attempts or with irrigation/aspiration necessitating lens explantation and exchange. The iol was explanted and exchanged during the original surgery session without incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section. The device has not been returned nor has any other evidence (e.g., photos or videos) been made available to rayner. While it is possible that some residual material from the nozzle coating has deposited on the lens due to the force of the ijnection (referred to as delamination). It is equally possible that some contamination has been introduced within the surgical environment. Our review of production records for the rayone galaxy toric rao615x batch: 114255233 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch: 114255233. Without the ability to examine the device and without clear event details it is not possible to determine the cause and/or nature of the reported fibre on the lens.

Event description:
On 24th june 2025, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that immediately following implantation of the iol into the eye the surgeon observed a fine fibre adhered to the posterior surface of the iol. Three fine strands were detected, two of which were completely adhered to the iol and could not be removed with musual attempts or with irrigation/aspiration necessitating lens explantation and exchange.